Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on (B)(6) 2016. Device evaluation summary: the device was returned to apollo for analysis, and a visual inspection was performed. The returned device was noted to be discolored, and the shell appeared to be bluish in color, with brown particles on both the outer and inner surfaces of the shell. An air leak test was performed, and noted the device to be leaking from several holes. Under microscopic analysis, three openings were noted, consistent with damage from a surgical-like tool. One sharp, unidentified opening was also noted on the shell. A valve test was performed, and no blockage or obstruction was noted.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon an insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required. Any balloons which leak should be returned to allergan with a complete returned product field note describing the event. Your assistance with our continuing quality improvement efforts is appreciated. Warning: rapid fill rates will generate high pressure which can damage the orbera¿ system valve or cause premature detachment. A balloon with a leaking valve must be removed immediately. A deflated balloon can results in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation. Orbera¿ system placement and inflation (step-by-step): gently pull the tubing out and check valve for leakage.

Event description:
Physician reported device lost volume after insertion. Device was removed.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported device lost volume after insertion. Device was removed.